Manufacturer narrative:
Concomitant product: product ID 3037, serial # (B)(4), product type programmer, patient; product ID 3 889-28, lot # va06evz, implanted: (B)(6) 2013, product type lead. (B)(4).

Event description:
It was reported that the patient had a loss of therapeutic effect and a change in therapy from their implantable neurostimulator (ins). It was noted that the patient had a herniated disc with surgery done some time last year to correct the bulging disc at the sacral nerve level and the patient's symptoms had returned and gotten worse. The patient had 15 unrelated procedures in the sacral nerve area over the last 3.5 years. There were no further details, interventions or an outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.